Event description:
It was reported a distal embolism occurred during the procedure. A 2.4mm jetstream xc catheter was selected for interventional procedure in the peripheral superficial femoral artery (sfa). After the device was used, physician indicated there was an embolism. Additional intervention was required, a balloon was inflated to regain flow to tibialis. The patient is expected to fully recover.

Event description:
It was reported a distal embolism occurred during the procedure. A 2.4mm jetstream xc catheter was selected for interventional procedure in the peripheral superficial femoral artery (sfa). After the device was used, physician indicated there was an embolism. Additional intervention was required, a balloon was inflated to regain flow to tibialis. The patient is expected to fully recover. It was further reported that the jetstream xc catheter functioned as intended during an interventional procedure for a patient with rutherford class 3 peripheral artery disease (pad). Imaging prior to the use of jetstream showed tibial vessels patent. An angiogram after the use of jetstream revealed the runoff tibial was occluded. Heparin was given to the patient throughout the case.